Event description:
The pt underwent laparoscopic anterior resection surgery due to colon cancer. End to end anastomosis was performed with the car. The pt recovered well without any problem until pod #6. Abdominal pain was developed at pod #6. Abdominal-pelvic CT was taken on pod #6 showing a mild thickening at the anastomotic site. Conservative management (npo with antibiotic) was performed (with no intervention). The colon ring was spontaneously removed without any notification during hospital stay.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The ring was not returned for eval, however, the production history file was reviewed, indicating that the device was released according to the product specifications. Leaks are anticipated adverse events in colorectal anastomotic procedures and the current cumulative leak rate found with the use of the car device is within the range reported in the literature for anastomosis devices.